Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a balloon angioplasty procedure, a balloon rupture and vessel dissection occurred. The 18mm, 80% stenosed and mildly calcified lesion was located in the 3.5mm diameter, moderately tortuous right coronary artery (rca). Access was obtained via the right femoral artery. A quantum maverick 3.0mm x 15mm balloon catheter was advanced for pre-dilatation of the lesion and inflated one time to 14 atms. Following pre-dilatation, the ultra2 monorail 3.0mm x 10mm cutting balloon was advanced to the lesion, however, the balloon ruptured at 14atms on the first inflation and a vessel dissection was noted. In an effort to control the dissection, the physician deployed a taxus 3.5mm x 28mm stent and a taxus 3.5mm x 16mm stent after which time the patient was taken to the operating room where a saphenous vein graft (svg) was placed. The patient is reportedly "doing well" and was able to be discharged from the user facility.